Event description:
It was reported that the procedure was cancelled. A v-18 control wire was selected for a non-boston scientific (bsc) implant procedure. During the procedure, the physician could not get the sensor through the 12fr non-bsc sheath. The physician tried using a different 12fr sheath for the second try but was still not able to advance the delivery system. The device had been prepped, flushed and irrigated and flushed again before going over the .018 guidewire. The case was aborted after two hours. No adverse consequences were reported. The second implant attempt was successfully completed on (B)(6) 2024.